Manufacturer narrative:
Insulin pump passed displacement test and self test. Insulin pump was tested with no missing segments/partial display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer's blood glucose level was 272 mg/dl. Customer states that the insulin pump had neither damaged nor damaged. The insulin pump will be returned for the analysis.